Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. There was also moisture damage on the motor, battery tube, vibrator, and keypad assemblies. The following physical damage was noted as well: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that her insulin pump received a blank display. The patient's blood glucose at the time of incident was 142 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer stated that she had dropped her pump but did not notice any physical damage to it. She also stated that the pump was not exposed to moisture. The battery cap contacts were cleaned and a new aaa alkaline battery was inserted into the pump and the display returned. The pump also passed the self test. However, the display went blank again later that night. A replacement battery cap was sent to the customer but after putting it on the display still did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.